Event description:
Kcl infusion was set up, possibly as a secondary, to run through a central line at 25 ml/hr; should have run over 2 hours but reportedly fluid was all gone in 10-15 minutes. Nurse reported that programming module showed 43cc of kcl still needed to be infused for another hour and 15 mins. Device event logs were sent in by the customer. The logs show that a primary program ran for about 90 minutes, and then a secondary program was entered. After 30 minutes the infusion was paused, at which time the secondary program infused volume was 12.2 ml. The pump was restarted about two minutes later, and was subsequently paused about 75 minutes later, at which time the secondary volume infused is recorded as 43.932 ml. A few seconds later the pump was powered down. The customer's reported problem cannot be verified by the event logs. Throughout this infusion program, the device operated with no alarms activating. Multiple requests have been made to the customer to have the device sent in for additional investigation however the lvp was not returned so no evaluation of the operation of the device could be conducted. A follow-up report will be submitted if the device is returned and additional information is obtained. The disposable set was not available for evaluation as it was not retained by the user. Root cause of the reported problem is unknown.

Manufacturer narrative:
This report was filed by the manufacturer.